Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05349. The patient has two occipital leads. In addition, the patient was enrolled in a clinical study. It was reported the patient experienced irritation and inflammation at the lead site. The patient requested an explant of the system due to the issue. Surgical intervention may be undertaken as the next course of action.